Event description:
Breast implants for cosemtic reasons. Breasts become hard, painful, deformed. Had closed capsulotomy on each side a year later. Diagnosed with demyelinating illness 1990. Right silicone implant found to be ruptured and both were removed in 1995 along with capsules leaving siliconomas. Replaced with saline implants by mentor. Two biopsies on breast for lumps that were found to consist of silicone. Both mentor saline implants ruptured, or leaked through the valve, 5/1997 and 8/1997. Replaced with mentor saline both times. Officially disabled 11/1998 due to fatigue, poor memory, difficult ambulating. Chest pain with pharmacologic stress and EKG done 1997. Both normal. Has symptoms of raynaud's, diffuse myalgias, redness over malar areas of face, erythema in v-neck distribution on upper anterior chest, intermittent rash on arms and legs, mouth sores, pain and stiffness in elbows, wrists, and third and fourth pip joints of hands. Three hours of pain and stiffness in morning. Cognitive dysfunction with memory lapses, difficulty concentrating, word recall problems, dry mouth, dry eyes, hair loss, bruising, memory lapses, photosensitivity. Vitiligo on back, neck and face. After removal of the ruptured silicione implant photosensitivity resolving.